Event description:
It is reported, "the pt had a total hip replacement done on (B)(6) 2012. Around (B)(6) 2012, he noticed he was not improving in relationship to pain. He contacted his surgeon who said that this was normal. In (B)(6) 2012, he still had pain and saw his surgeon. During his visit he was informed that his hip had been recalled by stryker. The pt reports feeling helpless and states that the thought of revision surgery sends him into manic depression. His surgeon does not think he has the fretting problem that initiated the recall. He was advised by his surgeon to take a two-week rest from his exercise regimen, which he did. He still has the pain. He has already had an x-ray. He visited his doctor on (B)(6) 2012 and is scheduled to have blood work and an MRI the week of (B)(6). The pt states that his pain is at the implant site and sometimes extends to the front of the hip. He has pain sitting, standing and walking for long periods of time; the more intense his activity, the more intense the pain. He takes an over the counter anti-inflammatory which provides some relief."

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted, however, believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.